Event description:
(B)(4). It was reported that following a coronary artery treatment procedure the patient experienced angina. Lesion #1 was located in the ramus with 90% stenosis and was 6 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation, and implanting a 2.25 mm x 8 mm taxus liberte stent and post-dilatation with 0% residual stenosis. Lesion #2 was located in the 1st obtuse marginal with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and implanting a 2.25 mm x 12 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011, the patient was admitted with unstable angina. Cardiac catheterization was recommended. There was 85% diffuse in-stent restenosis in the ramus. At the 247 days post index procedure, the ramus was treated with placement of a drug eluting stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.

Event description:
It was further reported that the ramus was treated with placement of a 2.5 x 8 mm non bsc drug eluting stent. During this intervention, the pda was also treated with placement of a 2.5 x 12 mm non bsc drug eluting stent with 0% residual stenosis.

Manufacturer narrative:
Describe event or problem, other relevant history patient code and relevant tests/lab data updated. Relevant tests/lab data corrected lcx stenosis from 85% to 80-90%. (B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).